Event description:
Reporter indicated that she had a previous neck infection and that the vns lead is "curling up under the skin." The reporter did not have a treating neurologist at the time of the initial report to the manufacturer, but will be following up with a neurologist for evaluation of the vns on (B)(6) 2010. Further attempts to the neurologist will be made after the (B)(6) 2010 office visit.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.